Manufacturer narrative:
This report is submitted on january 30, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced pain and skin irritation at implant site, subsequently the patient was administered antibiotics (date and type not reported). The implanted device remains.